Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user cannot push insulin into the cartridge. Reportedly, the user inserted the needle syringe into the septum multiple times due to the user's issue with gripping. There was no impact to the user's blood glucose level. The user changed the needle and filled a new cartridge successfully.